Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor could not be interrogated. The device exhibited backup vvi operation after being exposed to electrocautery. A device software download was performed successfully. No patient symptoms were reported. The patient would be monitored.